Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned handle noted no abnormalities. Functional testing found that the handle was placed on a charger running v16 software to attempt to charge. After removing the handle from the charger, the handle did not initialize. The data saved to the battery was analyzed using texas instruments bq evaluation software and the cell voltage was found to be out of range. This shows the battery had been in the cell under voltage (cuv) state and was permanently disabled by the bq battery management system. The handle had 256 of 300 procedures remaining. The handle was noted to be running v29.4 software. The bq battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. The cause could not be reliably established. A probable cause of the cuv permanent failure being tripped could be attributed to the handle being left in a cuv state for a long period of time causing the failure to become permanent. This can happen if the handle is left off of a charger for too long a period of time. This failure would lead to an inability to charge the attached power handle, which does not pose a patient safety risk. It was reported that the powered handle shut off. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during surgery, the powered handle suddenly shut off and stopped functioning. The surgical team attempted to recharge the handle, but it did not power back on. The device remained non-functional despite multiple attempts to reconnect and charge. A manual stapler was used instead. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.